Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/15/2018 and 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified it to be underweight, an extended opening on the anterior and an observed 40 mm dark patch edge material inside the gel device. A visual and microscopic analysis was performed which identified the missing shell, broken and a striated opening, a sharp opening and broken on the radius, stress marks, non-penetrating nicks and wear abrasion. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is a missing shell due to inconclusive, a striated broken, and an opening due to surgical damage consistent in the use of some surgical tool, as well as a sharp opening and broken on the radius due to a surgical impact opening for the stress mark in the shell.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade iii with "discomfort." Device has been explanted.